Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8071890, medical device expiration date: 2023-02-28, device manufacture date: 2018-03-12. Medical device lot #: 8068790, medical device expiration date: 2023-02-28, device manufacture date: 2018-03-09. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369, PMA / 510(k)#: k122558. Investigation summary: the customer issued a complaint for a detached device detected by end user. Neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the ultrasafe x100l png raspberry nvs stein separated from the plastic casing before use, and was found after opening up the packaging. When attempting to reassemble the device, the safety mechanism engaged. Lot# 8071890 was reported to have 1 occurrence of the event, while lot# 8068790 was reported to have an unspecified number of occurrences. The following information was provided by the initial reporter: "contact in row 1 reported when nurse opened the xolair pfs package, the syringe was separated from the purple colored plastic casing and when the rn tried to reassemble, the safety needle device engaged"; loose needle safety device."